Event description:
It was reported that the patient felt a burning/shocking sensation at the implantable neurostimulator (ins) site in the upper corner. It was noted that this started about a month ago and happened every so often with increasing frequency and the intensity decreased when the stimulation was turned off. It was reported that last night it kept burning a bit after it was shut off. It was noted that the patient had no accidents/falls/traumas. The patient was referred to healthcare provider (hcp) to contact manufacturer¿s representative (rep) for further questions. Additional information received reported the patient met at their health care provider (hcp) office on (B)(6) 2014 however their manufacturer representative was not there. The patient further noted they had intermittent, unpredictable pain in the upper right corner where the implantable neurostimulator (ins) was located. There was no pattern that the patient had noticed but the pain is increasing in frequency. The pain was noted to come on at any time and whether the patient is sitting or standing. The pain has been happing now for ¿quite a few months, 4-5¿. The patient stated they overheard their hcp speaking to the manufacturer representative and they said it ¿could be a lead or something leaking¿. The patient has another appointment scheduled for (B)(6) 2014. No intervention or outcome was reported however additional information has been requested and if received a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 3550-39, lot# n334168, implanted: (B)(6) 2012, product type: accessory; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).